Event description:
It was reported by the sales representative that the ceramic tip of the probe broke and stayed in the patient's joint. The surgeon didn't successfully remove the broken part. No delay were reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.